Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported approximately 72 months post stent graft implantation the CT demonstrated distal stent graft migration with no evidence of a type I endoleak. The stent graft has migrated 18 mm from the lowest renal artery and the aortic neck is 31 mm in diameter with a 30 degree angulation. The cause of the migration may be contributed to disease progression resulting in aortic neck angulation and dilatation. The physician elected to monitor the patient. The patient was reported to be fine and no additional clinical sequelae have been reported.